Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b7, d11 and h6 (patient, device). Removed surgical intervention and medical device removal. No code available (3191) is used to capture device revision or replacement. For h6 (device code) loss of or failure to bond is used to capture bone to cement interface at this time. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: corrected: d3, g1, g2.

Manufacturer narrative:
Product complaint # (B)(4). Corrected: d2b (procode), g5 (PMA/510k). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : DHR review was referenced from the source (B)(4). A device history record (DHR) review conducted previously on legacy complaint (B)(4) did not reveal any related manufacturing deviations, anomalies or non-conformances on the provided product and lot combination. Final micro and sterility tests passed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Added: h6 (patient codes), h6 patient code: no code available (3191) used to capture medical device removal. Corrected: h6 (patient code: joint range of motion to medical device site joint impairment), b4. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In addition to the previously reported adverse symptoms the patient was also experiencing left knee stiffness. On (B)(6) 2020, the patient presented to the emergency department due to difficulty breathing. Troponin level of 0.3 ng/ml and started on IV heparin drip. Multiple IV medications were administered- solu-medrol, metroprolol, and lasix as well as oral aspirin, potassium, and magnesium. The patient was placed on CPAP and transferred to the tele unit before being transferred to a different hospital. The patient appeared to have a long history of cardiac, pulmonary, and renal issues not related to any depuy product.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Dmf# - (B)(4). Trade name ¿ gentamicin sulphate. Active ingredient(s) ¿ gentamicin sulphate. Dosage form - powder. Strength ¿ 1.0g active in our cements. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent a left sigma tka with depuy cement. He was then revised on (B)(6) 2016 for pain and loosening of the tibial tray at the implant to cement interface. Surgeon also noted patient had a significant flexion contracture of 25 degrees.